Manufacturer narrative:
In the case description, the user mentioned that the bolus suggested by the bolus calculator was 0u while using the cgm for bg values while it suggested 7.5u when only the carbs were entered. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Investigation of the android log files found no issues with the boluses suggested by the bolus calculator. The use of the use cgm option when entering bg values into the bolus calculator results in the activation of the smartbolus calculator which can modify the bolus suggested based on trending bg information from the cgm. The system can suggest a bolus of 0u if egv trends indicate that a bolus is not needed. The log files showed that all boluses were appropriately modified by the smartbolus calculator based on the egvs and insulin delivery history. The system was found to function as intended. Correction to d(4): sequence number changed from unavailable to 01020000-000077981.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported bolus calculator issue. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported the personal diabetes manager (pdm) was allegedly malfunctioning while attempting to deliver a corrective bolus. The patients blood glucose levels reached 301 mg/dl. It was stated that the patient would enter 12g of carbs with the total bolus of 7.5 but when they entered the 12g of carbs according to the cgm, it calculated 0. The iob is 2.5 units and about 2 hours old.